Manufacturer narrative:
(B)(4).

Event description:
It was reported that during installation of the ventilator, it generated a technical error code indicating a failure of the printed circuit board at start-up. (B)(4).